Event description:
The devce was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another device. The hosp has reported that no pt injury occurred.